Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for clog on lot # 9144641. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, clog) was captured and addressed appropriately. Investigation summary: customer returned photos of a 1/2cc, 6mm, 31g syringe with a poly bag from lot # 9144641. Customer states that the needle tip was obstructed. The photos were examined and it is difficult to determine if the syringe shown is able to draw and expel properly solely from the photo. A review of the device history record was completed for batch# 9144641. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was unable to inject insulin during use. The following information was provided by the initial reporter: customer has bought needles bd ultra fine 6mm, because they are used to apply insulin. However, when trying to use one this week, it was not possible, because it is with its needle tip obstructed.